Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system does not boot up. The issue was resolved after two reboots; after the second reboot, the scheduled procedures were completed, albeit with a slight delay due to the time required for the system to reboot. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.